Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy between the displayed 120 units and the expected 240 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge and requested an email with links to cartridge load resources. Technical support suggested calling back for further troubleshooting if the issue recurs, which the caller acknowledged.